Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cause of the event was a failure of the converter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[5.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for evaluation, therefore the customers allegation was not confirmed. In addition to the source that was not providing power due to a damaged plate and a damaged lamp, usage of a non-original olympus lamp was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus while using the evis exera ii xenon light source, the user identified a burning smell coming from the equipment. The event was found during preparation for use. There was no report of patient harm associated with the event. The device was returned to a third party and evaluated, and it was found that the source was not providing power due to a damaged plate and a damaged lamp. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.